Manufacturer narrative:
During troubleshooting on the phone with dario's representative, it was determined that the user was using a cartridge of strips that was open for over 30 days and was therefore expired. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". A replacement of dario's strips and control solution was sent to the user to further investigate this issue. After the above was received, the user reported that she tested with the control solution and received readings that are within range. The meter was tested with control solution and a new cartridge of strips: the meter read within range for both tests. Control solution level 1 test results was 131 mg/dl (range 101-146 mg/dl). Control solution level 2 test results was 234 mg/dl (range 176-253 mg/dl). In addition, the user reported that the new cartridge of strips gave her a reading of 120 mg/dl, which she considers in range for her. Therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On march 22nd, the user contacted dario to report low blood glucose (bg) readings. The user reported that due to the above, she went to the doctor where her bg level was measured with the doctor's meter which read higher than her dario meter.